Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the left main airway of the lung during a balloon dilation procedure performed on (B)(6) 2024. During the procedure, the balloon could not be inflated and was leaking water. The customer reported that the balloon had a hole. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole. Block h11: investigation results the returned cre pulmonary dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional and microscopic inspection found that the balloon had two pinholes, both of them located approximately at 17 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinholes found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the left main airway of the lung during a balloon dilation procedure performed on (B)(6) 2024. During the procedure, the balloon could not be inflated and was leaking water. The customer reported that the balloon had a hole. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.